Event description:
A customer reported receiving a cartridge alarm during pumping. There was no reported impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced, as it was within warranty. The customer declined to share information regarding backup therapy.